Manufacturer narrative:
Controller (B)(4) was not returned for evaluation. Review of the manufacturing records of (B)(4) revealed that the controller met specifications prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. The reported event of "electrical fault alarms" was confirmed via available log files which revealed multiple electrical faults on the date of the reported event. Analysis of the pump revealed that the device passed functional testing, dimensional verification and visual examination. The reported wet test failure of "controller fluctuating between 300-500 rpm" could not be replicated at the bench level since the pump passed functional testing. The event description indicates that "staff reported feeling the pump "kicking" and that it never felt like it was running smoothly", this observation suggests that hydrodynamic imbalance occurred, thus causing an intermittent surface contact between ceramic disks and impeller which ultimately contributed to the wet test failure. Considering that the returned pump met pre-implant power consumption requirements, the hydrodynamic imbalance of the impeller was likely due to air trapped inside the housing during the wet test at the user facility. Since the pump (B)(4) passed functional testing and the replacement pump used in the field passed the pre-implant wet test with the original driveline extension cable, it is likely that the reported electrical fault alarms occurred as a result of an improper connection between the driveline extension cable and the controller. Based on the available information, there is no evidence to suggest that a device malfunction occurred. The most probable root cause of the reported "kicking" may be attributed to insufficient de-airing during pump pre-implant test. The electrical fault alarms possibly occurred due to an improper connection between the driveline extension cable and the controller. Per the instructions for use (IFU): the wet test is required to be performed per IFU and procedural standards in order to use the device. If the device fails the wet test it would require exchange of the device for the backup pump prior to use in the patient resulting in user annoyance and will not affect the patient or the functioning of the system that is implanted. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that the patient had the pump taken out of the implant kit in preparation for implantation. The staff connected it to the driveline to the driveline extension and the pump was placed in 1l d5w, the perfusionist then connected the driveline and a power source to the backup controller to perform the wet test. The staff on the controller fluctuated between 300-500 rpm, and the controller gave an electrical fault alarm within seconds of power being connected. The staff reported feeling the pump "kicking" and that it never felt like it was running smoothly. After receiving the electrical fault alarm the battery and driveline extension were disconnected from the controller, there was no visible damage to the driveline or the extension, there was no noted contamination in the driveline or the controller connections. The wet test was attempted again using the same equipment, an electrical fault occurred immediately. The driveline extension was then replaced and the wet test was repeated, again the pump did not reach 1800 rpm, the staff reported "kicking" and an electrical fault alarm occurred. The surgeon was made aware and another implant kit was opened, the wet test was attempted using the original driveline extension, the pump passed the wet test without issue, watts remained approximately 1.8 for 1 full minute at 1800 rpms.  It was stated that there were no effect on the patient. No additional information available.

Manufacturer narrative:
Other devices involved in this event: pump / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hvad pump (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event of "electrical fault alarms" was confirmed via available log files which revealed multiple electrical faults on the date of the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. Analysis of the pump revealed that the device passed functional testing, dimensional verification and visual examination. The reported wet test failure of "controller fluctuating between 300-500 rpm" could not be replicated at the bench level since the pump passed functional testing. The event description indicates that 'staff reported feeling the pump "kicking" and that it never felt like it was running smoothly¿, this observation suggests that hydrodynamic imbalance occurred, thus causing an intermittent surface contact between ceramic disks and impeller which ultimately contributed to the wet test failure. Considering that the returned pump met pre-implant power consumption requirements, the hydrodynamic imbalance of the impeller was likely due to air trapped inside the housing during the wet test at the user facility. Since the pump (B)(4) passed functional testing and the replacement pump used in the field passed the pre-implant wet test with the original driveline extension cable, it is likely that the reported electrical fault alarms occurred as a result of an improper connection between the driveline extension cable and the controller. Based on the available information, there is no evidence to suggest that a device malfunction occurred. The most probable root cause of the reported "kicking" may be attributed to insufficient de-airing during pump pre-implant test. The electrical fault alarms possibly occurred due to an improper connection between the driveline extension cable and the controller. Serial: (B)(4) / model #1103/ exp. Date: 2018-06-30. Device available for evaluation: yes. Device evaluated by manufacturer: yes. Mfg. Date: 2016-06-30. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.